Event description:
It was reported that during the implant procedure the physician had difficulties placing the lead. It was noted that the guidewire would not move freely through the lead and was stuck, could not "move or remove" the guidewire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).